Manufacturer narrative:
The neoblue blanket service manual p/n 007604 rev. B (the revision that would have been provided with the device per its manufacture date) provides instructions for adjustment of light intensity. Per the service manual, the user adjusts intensity by adjusting the potentiometer marked with a "ii." The service manual states that the potentiometer marked with a "I" is reserved for future use. Natus technical service determined that the complainant was not observing any change in intensity when adjusting the potentiometer because they had been adjusting the incorrect potentiometer ("I" instead of "ii"). The complainant confirmed that the unit was operating within specifications once the correct potentiometer was adjusted.

Manufacturer narrative:
Natus medical has launched an investigation. Technical support has requested additional information from customer. A supplemental report will be provided, when additional information is provided.

Event description:
The customer contacted natus about their neoblue blanket (pn: 006245 sn: (B)(4) installed: 12/31/2012) led light intensity measured low. The customer could not provide details, just said that the device could not be adjusted within specs. Natus technical service confirmed that there was no death/serious injury, delay in treatment, or environmental/safety concerns.